Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with far r-wave over-sensing and inappropriate automatic mode switch noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.